Event description:
It was reported that during an unknown procedure that the stapler would not fire. No further information was provided. Unknown as to how the procedure was completed. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 10/9/2023. D4: batch # 171c77. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60b reload present. The reload was received partially fired 3/4. The manual override feature had been used and was reset to test the functionality of the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A software error was found that caused the device to disable firing and articulation function as a safety measure to prevent any inadvertent harm to the patient. The device can recover from this state by reinserting the battery. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 171c77, and no non-conformances were identified.